Manufacturer narrative:
During servicing of the excel bed, the CPR cable was found to be disconnected. A hill-rom service technician reconnected the cable and the bed began to operate properly.

Event description:
During servicing of the excel bed, the CPR cable was found to be disconnected. A hill-rom service technician reconnected the cable and the bed began to operate properly.